Manufacturer narrative:
Medwatch sent to FDA on 12/15/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma/lumps is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of skin irritation and inflammation.

Event description:
Healthcare professional reported after injection to unspecified site with juvederm ultra patient developed "granuloma/lumps." It is indicated that the "granuloma was not confirmed by pathology." Patient was treated with hylase.